Event description:
The registered nurse (rn) called baxter product surveillance to report her frustration with the new software for the home choice (hc) machines in which you cannot bypass the initial drain option. The rn stated that the new software is "built for adults and does not take into consideration the pediatric population." The rn stated that she had a (B)(6) with vaginal swelling due to a hernia, who had to increase her fill volume. Follow up information received on (B)(6) 2012 from the peritoneal dialysis unit. The nurse provided further details regarding the (B)(6) female patient. The (B)(6) patient was born and diagnosed with a urethral valve obstruction and began treatment initially with manual peritoneal dialysis then switched to automated peritoneal dialysis. The nurse reported the patient developed vaginal swelling and a hernia and feels that the homechoice may have caused or contributed to this event. The nurse stated the patient is no longer having peritoneal dialysis since she has received a transplant.

Manufacturer narrative:
(B)(4). The device is not going to be returned for evaluation. An internal investigation has been initiated and a follow-up report will be submitted if any additional details or a sample is obtained.

Manufacturer narrative:
(B)(4). Correction: the healthcare provider provided additional information on (B)(4) 2012 regarding the incident stating the clinic does not prescribe a last fill on a case by case basis they do a last fill as a standing order, therefore, even a patient who may be at risk for a leak or hernia will still have a last fill (patient with multiple abdominal surgeries for example). Per the clinic rn, the clinic is prescribing a last fill for all patients to prevent initial drain (I drain) problems or drain pain. They prescribe this proactively and not as a measure to manage a patient who is having either extended drain time or drain pain. The clinic typically uses a 60ml -200ml (60ml average) fill for this practice. Her practice began prescribing a last fill for all their patients based on 1-2 patient episodes where dry day (no last fill) patients had extended drain time for I-drain. The rn stated that the last fill volume has been successful but they have discontinued it when a patient experiences a leak or hernia. Additional information: the customer reported issue of a patient that developed vaginal swelling due to a hernia was confirmed based on information provided by the healthcare provider; however the device was not returned for evaluation, therefore, no assignable cause could be determined. Review of the device history review and service history review revealed no failure or malfunction that could have caused or contributed to the reported difficulty. If additional information becomes available, a follow up report will be submitted.